Event description:
Healthcare professional (hcp) reports a leak with a transfer set noted during the sixth month of use of a six month transfer set. Pt given prophylactic antibiotics with no pt injury reported by hcp.